Event description:
I got essure because it was cheaper and less time down after getting it than anything else "permanent". I had difficult pregnancies so I chose this device because it allowed me to get back to my life as easy and as fast as possible. Unfortunately though it was not that easy I had lots of tests done and no one still believed me that I was very miserable. I finally found a dr who listen and when he got in there for exploratory surgery found endometriosis and my right side fallopian tube was really inflamed. So in the processes I was always constipated and still am after getting them out. I have terrible stomach issues I can't afford to go back to see what else it cause for me to have to deal with. So I'm still dealing with issues.